Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2008, a 25mm regent aortic mhv, flex c uff was successfully implanted. On (B)(6) 2022 it was reported that the patient passed away due to the heart valve. The cause of the death is unknown.

Manufacturer narrative:
An event of patient death about 14 years after the device was implanted was reported. Information from the field indicated the death was related to the valve and additional information was requested but could not be received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information provided, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.